Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device was discarded at facility. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment of a thoracic aneurysm using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. Resistance was observed when inserting a 24fr dryseal from the right femoral artery. After deployment of ctagac, it was confirmed the left common carotid artery was partially covered by the device. To secure the blood flow, express ld stent was implanted in the left common carotid artery. After removal of the sheath, angiography showed the vessel damage at the right external iliac artery. Occluding with a balloon, a stent graft was implanted to treat the bleeding. The patient tolerated the procedure. Reportedly the physician deployed the device too proximal than it should be. It was reported that the access vessel was too narrow.